Event description:
Reporter stated the display on the blood glucose monitor is defective. It is only possible to see half the display; therefore, misinterpretation of the therapy information is possible. The blood glucose monitor was requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The investigation unit (iu) confirmed the meter for display defect; curved vertical crack displayed at the left side of the meter display along with orange-blue spots. Iu observed that the defect on the display does distort the blood glucose result but not the bolus advice result during the simulation test; misinterpretation of blood glucose result is possible. Since one hundred percent of manufactured meters are subjected to a series of tests throughout the manufacturing process and meters must meet stringent criteria before release, and based upon the fact that meter has been worn, it has been concluded that this type of damage did not originate from the manufacturing process and has been determined to be a result of product mishandling.